Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery 8 times and that she had to change the set and reservoir 9 times. The blood glucose reading was 295 mg/dl. The insulin pump was exposed to insulin. The customer was unsure of how the exposure occurred. The customer reported that the insulin pump was exposed to fluid in the past with no moisture visible in the insulin pump. There were no button error alarms. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform self-test, off no power test, a21 error test, occlusion test, prime test, no delivery test, displacement test due to motor error alarm. The insulin pump passed idle current test and run current test. Unable to verify no delivery alarm due to motor error alarm. No moisture damage was found on the electronics noted. The insulin pump had minor scratched display window.